Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v513773, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that with patient first implant she was feeling stimulation all the time but with the replaced implant patient was not feeling stimulation. It was noted that when the patient put her programmer over her implant, no matter what program she was on, she was feeling stimulation while the programmer was over her implant but taking it away she was no longer feeling the stimulation. It was indicated that before the neurostimulator (ins) was replaced patient had hernia surgery and adhesion. It was noted that since ins was replaced patient had not gotten the relief like she did before. The patient reported it was ¿somewhat there" but nothing like it was before. It was noted that the device was off. The patient felt like she was getting a bladder infection. The patient was prone to bladder infections before she got the implant. It was also indicated that it mimics a sinus infection/affected her head. It was noted that patient mentioned getting remso injections. A follow-up report will be sent if additional information becomes available.